Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and one battery were not returned for evaluation. One battery was returned for evaluation. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. The reported power switching event could not be duplicated during bench testing; the battery did not experience a power switching event and was able to adequately provide power to a test controller. Raw controller log files were not available for analysis. As a result, the reported power switching event could not be confirmed. An available autologs report revealed a controller power up event was logged on (B)(6) 2020 at 00:14:44. The data point prior to the loss of power revealed that an adapter was connected to power port one (1) and a battery was connected to power port two (2). The data point recorded after the loss of power revealed that a battery was connected to power port one (1) and the same battery was connected to power port two (2). The controller was without power for 8 seconds. Review of the available autologs report revealed a power disconnect alarm was logged involving (B)(6). As a result, the reported loss of power event and power disconnect alarm were confirmed; however, the cause of the power disconnect alarm could not be confirmed due to raw controller log files were not available for analysis. A power source lubrication procedure was performed on (B)(6). In accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2020. There is no evidence that the lubrication servicing was performed on the other battery. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event can be attributed, but not limited, to a communication error and/or momentary disconnection due to temporary corrosion of the controller-port/power-source pins. A possible root cause of the reported power disconnect alarm could be attributed, but not limited, to a battery malfunction and/or a communication error. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: d4: serial #: (B)(6). H3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 4315 d4: serial #: (B)(6). D10: yes, return date: 12-aug-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2018 / serial#: (B)(4). UDI #: (B)(4). Concomitant medical products: no. Mfg date: 28-nov-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2018 / serial#: (B)(4). UDI #: (B)(4). Concomitant medical products: no. Mfg date: 01-jan-2017. Labeled for single use: no. (B)(4). Investigation of this event is pending, and a supplemental report will be sent upon its completion.

Event description:
It was reported that the batteries exhibited suspected power switching and one of them had a communication error. There was also an unexpected loss of power on the controller which was suspected to be caused by the power switching of the batteries. The batteries will be replaced and the controller remains in use. No patient complications have been reported as a result of this event.